Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. A bluetooth reset was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of the application not connecting with the implanted device was confirmed. The information provided was reviewed by abbott engineering and the root cause for the connection anomaly was unable to be determined.